Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Three years post implantation, the patient developed pain in the left knee without an obvious cause. Subsequently, two years after onset of pain, the patient was revised due to loosening of the femoral component. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray: catalog#ni, lot#ni; unknown, articular surface: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Foreign source: china. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgical notes: medial and lateral menisci and anterior and posterior cruciate ligaments were severely worn and degenerated, cemented tibial and femoral components (unknown cement), no patellar resurfacing, no intra-op complications/events; revision surgical notes: patella was cleared of peripatellar growth, no patellar resurfacing, no intra-op complications/events. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: limited evaluation of the lateral film given femoral rotation; overall fit and alignment of the implants is appropriate. Normal bone quality. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.